Event description:
Left knee swelling [joint swelling], left knee was aspirated [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a (B)(6) female pt, initials unk, with osteoarthritis. The pt's medical history was significant for previous treatment with synvisc in right knee (in (B)(6) 2012). On (B)(6) 2013, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2ml, once (route of administration not provided) in the left knee. On an unspecified date in (B)(6) 2013, the pt experienced left knee swelling but no redness. On (B)(6) 2013, the pt underwent arthrocentesis and unk amount of fluid was aspirated from the knee (left knee effusion). The pt received treatment with steroid injection for the events of left knee effusion and left knee swelling. The outcome for both the events was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician did not provide the relationship between synvisc and both events.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the production and quality control documentation for lot number v1211, expiry date 08/2015 were reviewed. The investigation showed that the product lot met specifications. No associated non-conformances were noted. The benefit-risk relationship of synvisc is not affected by this report.